Event description:
In 1999, complainant was diagnosed with breast cancer on right side. Mastectomy on right side in 1999. In 2002, saline implants were put on both sides. Two surgeries to look normal as possible. In 2006, implant on right side is leaking. Complainant does not feel she should have to pay for replacement costs.